Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.

Manufacturer narrative:
Implant and explant dates are not applicable since product was never placed and not removed patient bone quality is unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.